Event description:
Bard 18fr. Foley catheter (bard urological catheter ref 120618, lot ngcp4279. Exp. 9.30.2022) was found to be dry rotted inside of a sealed sterile package. Another two (2) with the same lot number and exp. Date were found after a search of all units that stock the item. All three had the same dry rotting condition. FDA safety report ID # (B)(4).